Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 650cc mentor memorygel breast implant and experienced postoperative left-sided rupture. On (B)(6) 2020, the patient underwent bilateral removal and replacement with allergan breast implants. The left-sided implant was found to be ruptured upon explantation. The reason for the revision surgery was not reported at this time. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent the revision surgery for size change. Updated reason for device explant and/or reoperation: size change on (B)(6) 2021,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-feb-2021, mentor received additional information regarding the suspected medical device. Initially, the lot number and serial numbers of the device were reported as 7003553 and 7003553-008 respectively. However, additional information revealed that the lot number of the device is 6840170. The serial number of the device is currently unknown. The relevant fields have been updated. The investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured and was received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer's reference number: (B)(4).